Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the energy transfer relay assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would change to the selected energy levels but was unable to discharge. There was no report of pt use associated with the reported event.